Manufacturer narrative:
Additional information: (meter serial number) has been updated based on the returned product. Meter (B)(4) has been returned and investigated with retained test strips. Visual inspection was performed on the returned meter and no issues were observed. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing.

Event description:
Customer¿s daughter reported customer received a higher reading on his adc blood glucose meter than a subsequent reading obtained on a paramedic¿s meter. She further reported that on (B)(6) 2018, shortly after customer awoke, he felt ¿faint¿ and was ¿sweaty¿ so a blood glucose test was performed, with a result of 72 mg/dl. Caller contacted the paramedics and then provided customer with orange juice. Upon arrival, the paramedics received a reading of 60 mg/dl, approximately 30 minutes later and treated him with a glucose tablet and food. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been returned and an investigation is in process. A follow-up report will be filed once the investigation is completed. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s daughter reported customer received a higher reading on his adc blood glucose meter than a subsequent reading obtained on a paramedic¿s meter. She further reported that on (B)(6) 2018, shortly after customer awoke, he felt ¿faint¿ and was ¿sweaty¿ so a blood glucose test was performed, with a result of 72 mg/dl. Caller contacted the paramedics and then provided customer with orange juice. Upon arrival, the paramedics received a reading of 60 mg/dl, approximately 30 minutes later and treated him with a glucose tablet and food. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported test strips have not been returned and a valid lot number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification dhrs (device history review) for all precision strips within expiration at the time of complaint were reviewed and the DHR review showed that there were no issues identified that could have led to the complaint. The xceed meter was returned and determined to have satisfactory control solution testing results and no other issues were identified. Therefore, no further investigation activities were performed for the xceed meter. Clinical data was reviewed and confirmed that the precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was performed for the reported complaint and precision strips and no trips were found. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer¿s daughter reported customer received a higher reading on his adc blood glucose meter than a subsequent reading obtained on a paramedic¿s meter. She further reported that on (B)(6) 2018, shortly after customer awoke, he felt ¿faint¿ and was ¿sweaty¿ so a blood glucose test was performed, with a result of 72 mg/dl. Caller contacted the paramedics and then provided customer with orange juice. Upon arrival, the paramedics received a reading of 60 mg/dl, approximately 30 minutes later and treated him with a glucose tablet and food. No additional treatment was required. There was no report of death or permanent injury associated with this event.